Manufacturer narrative:
Date sent to FDA: 9/23/2020. H6 patient codes: 1695, 1932, 3189 - surgical intervention. Additional information: a1, a2, b2, b7, d7. Additional b5 narrative: it was reported that the patient experienced abdominal pain, vomiting, obstruction, adhesions, inflammation following the surgery. It was reported that the patient underwent multiple revision surgeries. It was reported that the patient underwent removal surgery on (B)(6) 2016.

Manufacturer narrative:
Date sent to FDA: 11/2/2020. Additional information: d1,d2,d4. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and seroma following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.